Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Eight events were reported for this quarter. Seven devices were received for evaluation. One device was not available to stryker for evaluation. Five events were confirmed during testing; the device was found to be affected by corrosion in the trigger area. Two events were confirmed during testing; the device was found to be affected by a trigger that would catch. Seven devices were repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device disassembled. Eight events had no patient involvement; no patient impact.